Manufacturer narrative:
The complaint reported thermal issue is currently under the referenced CAPA investigation. No further post market lab investigation evaluation is required.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) has a burning smell.